Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a micro-perforation by the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.